Event description:
(B)(4).

Manufacturer narrative:
The customer states that the cns in never power cycled as recommended for preventive maintenance. Unit was returned. Replaced the hard drive and the issue was resolved.